Event description:
It was reported that the left ventricular lead exhibited loss of capture, the chest x-ray confirmed dislodgement. The lead was turned off and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.